Event description:
The pt reported that after experiencing a fall, their pocket site became bruised and swollen. The physician decided to revise the pocket. The pt is doing well.

Manufacturer narrative:
The ipg remains implanted in the pt, and will not be returned for evaluation. This is the final report.